Event description:
While placing screws, rods and locking caps the surgeon utilized the countertorque technique intermittently. The locking caps were tightened using the 10nm torque limiting device. Surgeon noticed that the rod was slipping through the screw heads after tightening. The locking caps were removed and replaced with the 2 step locking cap. This is the 6th of 7 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or part number or lot number provided.